Event description:
The report rec'd from the affiliate indicated that during a percutaneous coronary intervention (pci), the luer hub of the cypher select plus 3.5 x 13 mm stent was noted to be cracked. There was no reported pt injury. Add'l info has been requested.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.